Event description:
As reported, there was an inability to deflate the balloon in the artery and during the attempt to pull the catheter out, ¿the balloon was detached and it remained in the patient's artery¿. The separated segment could not be located for retrieval. No adverse effects have been reported.

Manufacturer narrative:
One catheter was received without the package and it appeared that the tip was damaged. Examination revealed that the proximal and distal windings, the balloon latex and part of the catheter tip were missing from the catheter and were not returned. The catheter tip was broken at the number #1 inflation hole. The inability to deflate the balloon may have been due to the proximal windings dislodging and sliding distal on the catheter tip trapping the inflation media inside the balloon. Per the product IFU, this condition may occur when the pull force of 1.5 lbs on the inflated balloon has been exceeded. The catheter body was found to be in good condition, with the exception of the fracture/separation noted above. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed; however, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that procedural factors may have contributed to the event. No actions will be taken at this time.